Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient's lead had high impedance and a confirmed fracture. During the replacement procedure the patient had a pneumothorax and their left ventricular (lv) lead was damaged. The physician decided to replace it the next day. Both leads were explanted and replaced. No further patient complications have been reported as a result of this event.